Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels between 57-68 (mg/dl). Reportedly, customer believes that low bgs were due to over bolusing; however, customer did not specify how this error was made. Customer consumed juice and candy to stabilize bg level. Customer indicated that health care provider has been contacted for guidance on diabetes management.